Manufacturer narrative:
The device was not returned for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done due to a screw which broke post-operatively.